Event description:
The customer received a questionable total bilirubin result for one patient sample. The initial result was 0.3 mg/dl and was reported to physician. The physician questioned the result and requested repeat testing. The sample was repeated on cobas c501 serial number (B)(4) and the result was 9.3 mg/dl. The customer generated a corrected report and reported 9.3 mg/dl to the physician. The patient did not receive treatment and no adverse event was based on the erroneous result. The total bilirubin reagent lot number was (B)(4) with an expiration date of 07/31/2013. The field service representative determined there was a fluidics failure and found a small piece of black plastic in the vacuum nozzle with the white tips of the rinse mechanism. He removed the black plastic from the inside of the nozzle. He verified the system was operating per specifications. The customer ran patients on both analyzers with matching results and ran qc which passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.